Manufacturer narrative:
(B)(4). The actual sample was not returned for evaluation. However, the manufacturing facility received companion samples of lot# 11br08010. Sample analysis: a visual analysis of the companion samples was performed and no defects were found. A functional test with the samples on the liberty cycler was performed and no leaks or alarms were found during the simulated treatment. Conclusion: the complaint is deemed as unconfirmed. No further investigation is required. Event data will be trended per quality data analysis procedure.

Event description:
A peritoneal dialysis pt reported a leaking cassette. Reportedly, when he removed the cassette from the cycler he noticed it was leaking. There is no report of pt ill effect. He did not keep this cassette.